Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for harm, dimension & hyperglycemia. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for harm, dimension & hyperglycemia. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a patient using pen ndl 31ga 8mm 100 bx 1200 la experienced hyperglycemia an unspecified number of times. The following information was provided by the initial reporter: when applying and after removing the needle from the skin, bleeding occurs. Occasionally, it causes bruising and the patient does not use any medication. She informs that she does not believe that it is a quality deviation from the bd, but rather a problem with the size of the needle. Because of this, she did not give us information about the needle (lot, val, fab). Previously she used 4mm needles. Patient shows to be very angry and discouraged, stopped applying the insulin. Her blood glucose is uncontrolled (above 400mg / dl).